Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Device evaluation: visual analysis of the returned device identified: opening. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.

Event description:
Healthcare professional reported left side "leaking valve." Device has been explanted.